Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au680 chemistry analyzer. Upon inspection, the fse found that the customer installed the sample pot incorrectly, backwards to the slot for pin and hole for the post, and also observed a bent mixer paddle. The fse re-installed the sample pot correctly and replaced mixer paddle which resolved the issue. Information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erratic ise (ion selective electrode) patient results on their au680 chemistry analyzer. There was no report change to treatment, injury, or death associated with this event. The customer provided an example of one (1) patient sample. Patient demographics were not provided.